Event description:
On 07/04/2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was observed in the battery compartment and on the underside of the cap. The pump was unable to power on with the returned battery cap; a test cap was used during investigation. The pump failed a leak test due to the battery compartment crack. The pump cover was opened and no additional moisture contamination was found.